Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "low latex modulus" the device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "wash hands and don clean gloves. Explain procedure to patient and open peri-care kit. Use the provided packet of wipes to cleanse patient¿s periurethral area. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. Using proper aseptic technique open csr wrap. Don sterile gloves. Place underpad beneath patient, plastic/¿shiny¿ side down. Note: use caution to maintain aseptic technique. Position fenestrated drape on patient. Saturate 3 foam swab sticks in povidone iodine. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon. Remove foley catheter from wrap and lubricate catheter. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only. Female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora. Male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. Proceed with catheterization in usual manner using the dominant hand. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Secure the foley catheter to the patient. Use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU). Note: please make sure patient is appropriate for use of statlock® stabilization device. Position hanger on bed rail at the foot of the bed. Note: exercise care to keep bag off the floor. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system. Document procedure according to hospital protocol" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was being actively cooled and temperature was being monitored by thermistor foley catheter and blanketrol. Writer, doctor and charge nurse noted that patients temperature during and eeg went from 35.8 to 32.1. The patient was cool to touch. The temporal temperature was 35.2. Clinicians felt thermistor temperature would be most accurate and active warming ensued. They applied warm blankets and warm water bags. The temperature did not rise, so bear hugger was set up and set to 43. Over 4 hours, the patient's temperature rose to 35.4. When patient repositioned, they noted the temperature dropped from 35.4 to 31. They then bladder scanned the patient and noted the foley had low output and urine in bladder exceeded 802 ml. Bear hugger removed as foley was not reading temperature properly. The foley catheter was changed and continuous temperature monitoring continued. There was significant potential for harm to patient. The patient was potentially actively cooled or warmed based off of false temperatures due to faulty temperature sensing foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was being actively cooled and temperature was being monitored by thermistor foley catheter and blanketrol. Writer, doctor and charge nurse noted that patient¿s temperature during and eeg went from 35.8 to 32.1. The patient was cool to touch. The temporal temperature was 35.2. Clinicians felt thermistor temperature would be most accurate and active warming ensued. They applied warm blankets and warm water bags. The temperature did not rise, so bear hugger was set up and set to 43. Over 4 hours, the patient's temperature rose to 35.4. When patient repositioned, they noted the temperature dropped from 35.4 to 31. They then bladder scanned the patient and noted the foley had low output and urine in bladder exceeded 802 ml. Bear hugger removed as foley was not reading temperature properly. The foley catheter was changed and continuous temperature monitoring continued. There was significant potential for harm to patient. The patient was potentially actively cooled or warmed based off of false temperatures due to faulty temperature sensing foley.